Event description:
Healthcare professional reported "a right side deflation." And "g3/p3 breast deformity and collapse lateral axillary" on right side. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "right side deflation." And "g3/p3 breast deformity and collapse lateral axillary".

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
"Device evaluation: visual analysis of the returned device identified: crease flat and wear abrasion. Leak test and microscopic analysis was performed which identified: the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no openings were observed on the device or issues related with the complaint.